Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. A customer reported receiving an unspecified error message on the same day of the sensor application and as a result, the customer was unable to obtain glucose readings. The customer experienced nausea and a loss of consciousness and a reading of 420 mg/dl was obtained on an unspecified device. The customer further reported being able to self-treat with an unspecified dose of insulin and a family member provided a glass of water. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. A customer reported receiving an unspecified error message on the same day of the sensor application and as a result, the customer was unable to obtain glucose readings. The customer experienced nausea and a loss of consciousness and a reading of 420 mg/dl was obtained on an unspecified device. The customer further reported being able to self-treat with an unspecified dose of insulin and a family member provided a glass of water. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.